Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The consumer stated that one of the wheels broke. No injury or property damage was reported.